Event description:
It was reported that patient received vibratory alert for out of range hv lead impedance. Programming changes were made to exclude the svc coil. Induction testing was recommended. The patient condition is good.